Event description:
This is report 3 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. No further information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number: 12i18h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was not returned, therefore an evaluation could not be performed.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).